Event description:
The pt called lfs alleging that their one touch profile meter was prompting the redo not ok check and not ok messages. They reported that the redo not ok check message would appear following a blood/control solution test and the not ok message would appear during a test. According to the owner's manual, if the message was appearing during a test, the test strip was removed while the words "wait please" were on the display. The pt reported being treated intravenously by a medical provessional; however, no other info was provided. The pt did not allege harm. There is insufficient info to suggest that the meter contributed to injury or medial intervention. The customer service rep walked the pt through cleaning the meter and performing two consecutive check strip tests. Both results fell outside the specified range. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.